Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent once analysis is complete. Concomitant medical products: product ID: 97714, (B)(4), implanted: (B)(6) 2016, product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable, neurostimulator . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that both inss were overdischarged due to patient noncompliance. The rep reported that they attempted interrogation and it was unsuccessful. It was noted that one of the inss was replaced. No further complications were reported.

Manufacturer narrative:
Analysis of the ins (B)(4) found the stim ins battery had reduced capacity due to overdischarge. Product ID 97714 (B)(4)implanted: (B)(6)2016 explanted: product type implantable neurostimu lator medtronic, inc. If information is provided in the future, a supplemental report will be issued.